Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0p3zz, implanted: (B)(6) 2015, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator; product ID 3889-28, lot # va0rk3u, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The patient reported the right side implant was not working. She attempted to increase stimulation while on the phone and did not feel stimulation. The implant on the left side was bulging out "like a gummy worm." She also was getting winded when doing activities like walking for long distances or bicycling since implant. She hated the implant. The left side bulging was reported to have occurred in (B)(6) 2015 and being winded began in (B)(6) 2015. Additional information received reported that the patient was not able to hold it and was going every 10 minutes. This began in (B)(6) 2015. It was noted that she had an appointment with her healthcare provider (hcp) on (B)(6) 2015. The patient programmer (pp) was not working when she would try to sync. This began (B)(6) 2015, it was noted that she had been implanted due to a car accident in (B)(6) 2014. The left side implant was raised like a "gummy worm." The patient felt stimulation. The patient was assisted in using the pp and it was recommended the batteries be replaced. The pp was working, the setting was at 2.0 volts, and the therapy was on. It was confirmed no fall or trauma had occurred. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.